Event description:
On (B)(6) 2011, the lay user/patient in (B)(6) contacted lifescan to report the one touch select meter was giving the error 2 error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2011, the patient obtained the error message error 2 on the reported meter; she was unable to obtain a blood glucose reading. The patient reported that she delayed taking her usual diabetes medications metformin 850 mg/dl and levemir insulin 20 units. On the morning of (B)(6) 2011 the patient experienced the symptoms of dizziness, rapid heartbeat and nausea. The patient did not seek any medical attention or treatment. The issue was not resolved with troubleshooting. The meter was replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose levels due to the meter issue. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k#: k072543.